Event description:
It was reported that when an asymptomatic patient presented in-clinic after receiving a vibratory alert, episodes of non-sustained ventricular oversensing due to crosstalk was observed. It was noted that the patient was undergoing kidney dialysis during the event. The patient will continue to be monitored.